Manufacturer narrative:
The returned device was evaluated. Visual inspection upon receiving the device revealed cosmetic damage on the housing. The device was able to power on via ac and battery power and was able to remain on when switching between ac and battery power. The device was able to obtain spo2 and pulse rate readings and passed both manual and preset simulation tests. The device was found to visually and audibly alarm during alarm conditions. The device was disassembled and visual inspection was performed. Kapton tape was found on the technology board, and the speakers were found connected to the wrong ports; however there was no impact to the functionality of the device as a result. No internal circuitry damage was observed and no loose cabling or loose circuit board to circuit board interconnections were observed. No product performance issue related to spo2 and pulse rate were identified. A service history record review for this device reveals one (1) previously reported issue not related to this reported event. The previous event was more than eleven (11) months ago.

Event description:
The customer reported the rad-8 device was intermittently reading poorly. No patient impact or consequences were reported.